Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load process with multiple new cartridges. Reportedly, the cartridges had been filled with 150 units of insulin. The customer's blood glucose level was 356 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.